Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. System error 105 was confirmed through a review of the event history log. The motor bearing was found to have excessive wear with shaft end play, and debris present. Also, the outer gearbox bearing is worn, with the bearing cage broken, and starting to disintegrate. An impression on the motor tape from the lower bearing housing was found. The motor assembly was replaced because of the invasive nature of the motor analysis.